Event description:
It was reported that the device was used during a thorascopic wedge resection procedure. The surgeon fired the stapler without complication. The fourth firing staples, did not cut and did not sound right. The fifth reload was difficult to open and the knife did not retract entirely back into the instrument. No complications occurred, and they simply cut the wedge tissue with endoscopic scissors. There was no consequence to the patient.